Event description:
It was reported that in passing conversation after a successful af case several weeks ago, the patient was sent to holding when 20 minutes later, it was noticed that the patient's blood pressure had dropped. A surface echo confirmed pericardial effusion/tamponade. A pericardiocentesis was performed and the patient was held for observation.

Manufacturer narrative:
(B)(4). Concomitant biosense webster products used during the procedure: generic - webster decapolar - deflectable: catalog no: unknown, lot no: unknown. Stockert 70 system: model no: m-5463-01, (B)(4). Carto 3 system: model no: m-4800-01, (B)(4). Cool flow pump, u.s. Ship kit: model no: m-5491-02, (B)(4).